Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 80412u124) was advanced to the mitral valve. The final arm angle test was performed, but the clip failed to stay locked after several attempts. The cds was removed with the clip, and replace. The second cds (80412u132) was advanced and the clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to treat the slda. Two clips were implanted, reducing the mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported mechanical issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. The actuator mandrel was observed to be bent which appears to be due to procedural circumstances as multiple attempts were made to test for establishing final arm angle (efaa). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.